Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is a failed heater. The device was tested, the temperature of the water didn't go up. Defective heater assembly. Replaced heater assembly. A DHR review is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that there was alarm 113 (reduced water temperature control) has occurred in an arctic sun device. Per review of wo on 31may2024, there was no patient involvement. Per follow up information received via mail on 13jun2024, it was reported that they repaired the device on the customer site. The issue was heating malfunction. The defective part was heater assembly. The issue was resolved, they replaced the heater assembly.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that there was alarm 113(reduced water temperature control.) Has occurred in an arctic sun device. Per review of wo on 31may2024, there was no patient involvement. Per follow up information received via mail on 13jun2024, it was reported that they repaired the device on the customer site. The issue was heating malfunction. The defective part was heater assembly. The issue was resolved, they replaced the heater assembly.